Event description:
Clear care solution fails to warn customers properly with big and direct danger of warning signs, and causes severe eye burn and sting. This product should be redesigned, be classified as rx or banned since it has caused so many accidents as I browse treatment solutions online. Clean contact lenses.